Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned in one piece measuring 4.9 cm. External insulation abrasion was noted at 4.4 cm from the connector pin exposing the outer coil adjacent to the connector boot. Other damages found were procedural damage.

Event description:
This report is to advise of an event observed during analysis.